Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd controller. Unit received with scratched lcd window. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that front of pump and display are scratched. Blood glucose unknown and no troubleshoot performed. Insulin pump will be return for analysis.